Event description:
During arteriogram, the 1st stent was placed successfully. The second stent did not deploy properly and becamed lodged in the groin. The physician performed an open groin disection to remove the stent from the sub-cutaneous tissue. The artery was not involved in this part of the procedure, just subcutaneous tissue & skin.